Event description:
The atrial lead was returned to the manufacturer after being explanted for low impedance of less than 200 ohms. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: inner insulation breached; distal segment returned and analyzed.